Event description:
It was reported that during a laparoscopic cholecystectomy the physician placed there clips on the cystic artery, one on the specimen and two on the pt side. After clipping the artery, the user cut in between the clips. Shortly after, the two clips from the pt side fell off. There was a delay in treatment, but no consequence to the pt.